Manufacturer narrative:
This is 1 of 3 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow block alarm, the loss of communication between the insulin pump and transmitter, a lost sensor alarm, a calibration not accepted alert, and the loss of communication between the insulin pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a, and mobile device applications. Troubleshooting was partially performed. The insulin flow block alarm was a past event and resolved. It was unknown whether the loss of communication between the pump and the mobile device and the pump and the transmitter was resolved or not. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. The product return is not applicable for mobile device applications.